Event description:
The table sheet is slippery. When patients in the operating room are placed in trendelenburg or reverse trendelenburg they slide down the table. All packs with this table sheet have the ability for this to occur.